Event description:
Literature: aly mm, saitoh y, hosomi k, oshino s, kishima h, yoshimine t. Spinal cord stimulation (scs) for central poststroke pain. Neurosurgery. Sep 2010;67(3 suppl operative):206-212; discussion 212. Summary: the authors retrospectively reviewed data in 30 consecutive scs pts with intractable central poststroke pain (cpsp) between (B)(6) 2002 and (B)(6) 2009. Ten pts elected to receive a permanent scs system. Nine of these were followed for a mean of 28 months. Seven pts reported significant pain relief. Of the remaining 2 pts, 1 reported no change and 1 reported minimally worse. There were no significant reported complications. Comprehensive neuropsychological assessment was performed in all pts to rule out serious psychiatric disorder or severe cognitive dysfunction. All pts had unilateral pain, which varied in distribution from single limb to hemibody pain. Reportable event: there was an observed minor displacement of the electrode tip in 2 pts. This report is for pt 2 of 2; the displacement was not associated with a change of efficacy of stimulation, and thus, no repositioning was attempted.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info has been requested.